Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via stored egms. The patient was asymptomatic. The suggested programming changes were made and no further oversensing was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.